Manufacturer narrative:
It was reported by the customer that connects directly to IV leaks fluid despite it being attached tightly and correctly. No sample or photo of product: mz5309 was submitted by the customer. The customer complaint of leakage could not be verified due to the product not being returned for failure investigation. Due to no sample being received, an investigation could not be performed and a root cause could not be determined. A device history record review for model: mz5309, lot number: 24029216 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08jan2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
No additional information was provided.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxzero multi-fuse pressure rated extension set with needleless connector(s) was leaking. The following information was received by the initial reporter with the following verbatim: issue description clear port that connects directly to IV leaks fluid despite it being attached tightly and correctly. Ive heard of this problem from 2 other rn's in the past in addition to me witnessing this issue.